Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A investigation summary was conducted. The report indicates that one cannulated t8 stardrive screwdriver shaft was returned with the complaint that ¿it was reported that while repairing a fracture with a headless compression screw, the tip of the screwdriver shaft broke.¿ upon receipt of this device it was seen that the distal tip of this screwdriver is missing up to 4mm in depth, with a fracture pattern indicative of being over-torqued during insertion, the remainder of the device is in good condition. This calibrated screwdriver shaft is for use in the 2.4/3.0mm headless compression screw system. The drawing for this device was reviewed. It is likely that an excessive amount of torque was applied to the device which led to this complaint; however this complaint is not a result of any design related deficiency. The design of this device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while repairing a fracture with a headless compression screw the tip of the screwdriver shaft broke. The broken piece was retrieved, but a piece remained in the patient. There was a back-up screwdriver available and the surgery was completed without further incident. No surgical delay. This is report 1 of 1 for (B)(4).